Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was alleged that the battery compartment was cracked and the battery cap would not attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/01/2016-device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings: a review of the pump black box data revealed that data from the date of the complaint has been overwritten. The current black box data showed no evidence of intermittent power. During a visual inspection of the pump, the battery compartment was found to have multiple cracks and the battery compartment threads were damaged. The returned battery cap was unable to secure properly to the pump; the pump powered on intermittently with both the returned battery cap and a test battery cap. The pump was not able to be exercised due to the power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Also unrelated to the complaint, investigation revealed that the pump case was cracked in lower right hand corner of the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.